Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fluttering. It was determined that the implantable pulse generator (ipg) device was not sensing appropriately resulting in both the right atrial (ra) and right ventricular (rv) leads exhibiting varying/low impedances and noise. It was also noted that the atrial lead had chronically high thresholds. The device was explanted and replaced. Both leads remain in use. No further patient complications have been reported as a result of this event.